Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A microscopic examination of the hemostatic valve surface showed damage to it. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The valve issue could be related to the resistance reported by the customer a device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation. It was initially reported by the customer that the dilator would not advance through the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. A new product was used successfully. There was no patient consequence. The customer¿s reported issue of resistance with the sheath is not MDR reportable since an increased potential for patient injury due to this issue is remote. On (B)(6) 2022, the bwi pal revealed that a visual inspection of the returned device found the hemostatic valve was dislodged inside the hub component. This finding was reviewed and determined to be an MDR reportable malfunction.